Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. It was further reported that the firing button got stuck but still can be pressed. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first and third photos shows a maxcore device placed within a package and the product's labelling information is shown which matches with the tw details and the device is partially visible. The second photo shows, a maxcore device in initial position is placed over the package and the product's information is shown which matches with the tw details. Based on the provided photo, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire for all the three devices as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. It was further reported that the firing button got stuck but still can be pressed. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.